Event description:
A pump reported an altitude alarm, but there was no adverse impact on the customer¿s blood glucose level. The customer¿s insulin was initially suspended due to the alarm, but after carrying out instructions to gently clean the speaker holes and reload the cartridge, the pump resumed normal operation. Technical support provided tips for preventing future altitude alarms, which the customer acknowledged.